Event description:
Upon interrogation noise was discovered on the rv lead and a channels with six events, earliest dated (B)(6) 2017. Charging was performed but no inappropriate shocks received. Biotronik has no information in regards to a revision. The lead remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable pacing impedance around 500 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent slightly varying progression until (B)(6) 2017. Furthermore the provided iegms demonstrated the presence of noise on the rv as well as on the ra channel as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2018 - it was reported this patient received inappropriate shocks due to noise on (B)(6) 2018. The system was upgraded with right side implantation due to left subclavian blockage. This ICD lead was capped on (B)(6) 2018. As of today, the medical device is still not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the additionally provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Since (B)(6) 2017 further oversensing episodes were found by analyzing the additional iegms. The oversensing led to inappropriate shock delivery as reported in the complaint text. Furthermore two sharp increases of the pacing impedance to >3000 ohms were noted in (B)(6) 2018. The root cause of these observations is unknown. Should the lead becomes available for analysis, the investigation will be updated.